Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.1999 mg/day and bupivacaine 30 mg/ml at 5.996 mg/day via an implantable pump for malignant pain and cancer pain. It was reported post-revision surgery on (B)(6) 2017, the patient reported symptoms of intrathecal (it) opioid overdose (the specific symptoms were not documented). The clinical diagnosis was "suspected it medication overdose". As intervention, narcan was administered on (B)(6) 2017 which resulted in prolongation of existing hospitalization/in-patient. The patient responded well leading to indicating likely overdose. The it dose was not adjusted following the revision. The it rate was reduced and the patient had not been seen in the clinic since but was contacted on 19-apr-2017 when the patient's husband stated they had a stroke. The patient was scheduled for refill in june. The etiology was noted as related to the drug (hydromorphone), device or therapy and not related to the implant procedure. The drug action that caused the event was indicated as 'no change in drug'. The outcome was indicated as ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomaly. The pump passed analysis testing. Analysis of the catheter (lot#; n580749002) found dried drug, blood, or foreign material occlusion. The previously reported conclusion code no longer applies to this event. The conclusion code has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the patient exited the study due to death that was not related to device or procedure. Additional information clarified that the subject exited due to death not related to the procedure or device. Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the stroke was not indicated, but site did confirm it was not related to the device, therapy, or implant/revision procedure. The date of death was 017. The overdose occurred on (B)(6) 2017. The death was not related to the overdose. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2017 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer on (B)(4) 2017, from an unknown source, without any information.